Event description:
It was reported that the device does not recognize the wands. The case was cancelled due to there was no back up device available. No patient injury was reported.

Manufacturer narrative:
The device, intended for treatment, was returned for evaluation. There was a relationship found between the reported incident and the returned device. Visual inspection found no damages or manufacturing abnormalities on the exterior of controller. Upon powering up the controller and getting pass the initial loading screen the unit could not be tested. The set-points could not be controlled through the use of the front panel or by the connected foot pedal no output voltages can be measured. Display malfunction possibly caused by electronic component failure. The complaint was verified and the root cause was determined to be a electrical component failure. Factors which could lead non-functionality of the ablation and coag set points includes: (1) there may have been a power surge to the controller which could have caused internal component damage or (2) there may have been a loose power connection or interference between other devices. A review of the manufacturing records found that the device did meet manufacturing specifications at the time of release into distribution.